Manufacturer narrative:
The initial MDR 2517506-2017-00586 was filed on july 12, 2017. Additional information (07/14/2017): a siemens headquarter support center (hsc) specialist evaluated the event data and concluded the cause of the discrepant results is attributed to the compromised sample mixer.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran mix testing, and discovered sample probe 1 mixer was not working. The customer stated the instrument flagged a clog detected error on one sample. The analyzer instructed to reload the sample which they did. There were no further errors. A siemens customer service engineer (cse) was dispatched to the customer site and performed service over multiple visits. The cse replaced the pump panel and reagent probe 2 angular belt, and performed alignment. The cse ran testing, which resulted within specifications. The cse replaced the integrated multisensor technology (imt) sample arm assembly, imt probe clog manifold assembly and imt probe. The cse performed alignment. The cse ran testing, which resulted within specifications. The customer ran quality controls, resulting within range. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained with multiple methods on the dimension vista 500 instrument. The customer performed repeat testing, from the time quality controls (qc) were last in range, on patient samples on an alternate dimension vista instrument and corrected reports were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.